Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient receiving fentanyl (25 mcg/ml at 7.693 mcg/day) via an implantable infusion pump. It was reported that the patient came to the clinic today for a refill and the pump status showed a motor stall. It was noted that the patient had a MRI on (B)(6) 2020; logs show the motor stall occurred on (B)(6) 2020 during the MRI. The caller stated that the patient did not have the pump status checked post MRI and this was the first interaction with a programmer. It was confirmed that a motor stall recovery occurred today during the interrogation of the pump.